Manufacturer narrative:
The pump was received with an intermittent button response due to corroded keypad traces. The pump was received with a cracked case at the display window corners, a minor scratched lcd window, a scratched reservoir tube window, a cracked belt clip slot, cracked battery tube threads, a cracked reservoir tube lip, and a missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
It was reported that the down button was not working from time to time on the insulin pump. Customer's blood glucose was 179 mg/dl. The error was confirmed and the pump was replaced. The pump also had cracks around the screen and the customer did not state that the pump was dropped or bumped.